Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for collapsed l1 vertebra. It was reported that the liquid component of the bone cement was found to be completely solid in the vial and could not be mixed with the powder. The cement could not be mixed, and it was not doughy or homogenous prior to delivery. The cement was not used in the patient, and a new product was opened to successfully complete the procedure. No patient complications have been reported as a result of this event. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. G4. Please note that this device (c05b) is not marketed in the united states; however, it is similar to the united states marketed device with catalog# cx01a, 510k# k102397 and UDI# (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.